Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 7, a legacy full-height cubie drawer in the auxiliary, had failed and was not detected on the bus. A field service engineer (fse) replaced the worn retractor cable and the rubber bumpers on the slides. The fse inspected the cubie trays, found one contaminated by a medication spill, and replaced the row a cubie tray. A known-good drawer controller and pyxibus module were tested; the drawer worked in diagnostics and passed the acceptance test but failed to appear under ¿assign drawers¿ after reboot and no longer functioned in diagnostics. While servicing the cabinet, the fse noted the manual release lever for drawer 2-1 (enhanced half-height cubie drawer) was broken and replaced the hard stop. Drawer 7, a legacy full-height cubie drawer in the auxiliary, was replaced with a new enhanced full-height cubie drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 7 would not open and device was not detected on bus. Duplicate address was detected and had failed storage messages. User tried reboot but unable to recover. There were no adverse events or injuries reported based on this event.